Event description:
A patient reported blood results of "175 mg/dl" with a lifescan meter and "290 mg/dl" on a laboratory device, performance within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose.